Manufacturer narrative:
This MDR is being submitted as a part of a three year retrospective review/remediation effort to ensure consistency in MDR reporting. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the microdelivery catheter outer body was compressed and the stent was partially protruding from the microdelivery catheter outer body distal end. The stabilizer was jammed in the microdelivery catheter and could not be removed. There was a lot of blood in the microdelivery catheter and blood was found on the stent as well. A lot of friction was noted when moving the stabilizer in the microdelivery catheter. The stent was pulled out with tweezers and no other anomalies were noted. The observed anomalies are indicative of high friction during stent deployment. Because of the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression in the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. There are several potential causes of high friction during stent deployment, including highly tortuous anatomy along with inadequate flush. There was no indication of highly tortuous anatomy, as additional information indicated the anatomy was of moderate tortuosity. Returned device analysis found the microdelivery catheter full of blood and blood on the stent, indications of insufficient flush. While additional information indicated that continuous flush was maintained, the continuous flush performed appeared to be insufficient based on the amount of blood in the returned device. Based on the investigation, it is believed that insufficient flush limited device performance, resulting in the reported and observed issues. Because there appeared to be insufficient flush, a probable cause of dfu instruction not followed has been assigned to this investigation.

Event description:
Analysis of the device revealed that the stent was partially protruding from the microdelivery catheter distal end. There was no reported clinical consequence to the patient.